Event description:
It was reported that when the asymptomatic patient presented in clinic for a routine check, high capture threshold was observed. Dislodgement was noted under fluoroscopy. The lead was capped and replaced. The patient was doing well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.